Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was advanced to the laa. After a 5f pigtail catheter was advanced to the laa, thrombus was observed on the tip of the was. The thrombus was aspirated through the was and the procedure continued with successful implant of a watchman closure device. The patient has fully recovered.